Event description:
The insufflation tubing did not perform as intended and the abdomen deflated during a surgical procedure. The length of the surgical procedure was extended. No injury to the patient.

Manufacturer narrative:
It was reported that during a lap/appy procedure, the insufflation tubing/filter did not perform as intended. The abdomen had been inflated but then deflated during the procedure. The time of the surgical procedure was extended to assess the condition of the patient. No injury resulted. The sample was received and the issue was confirmed. The filter was found to be crimped. (B)(4) is the manufacturer of this component. Samples have been forwarded to them and they have confirmed the issue. They will conduct an investigation and determine the need for any corrective action. Due to the extended time in surgery, this MDR is being filed.